Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with a pocket eruption generally associated with device infection. The patient was suspected to be allergic to metal implantable systems. The test result showed a negative result for infection. The lead was explanted. The patient was discharged post procedure and recovering well.

Manufacturer narrative:
Analysis was normal. No anomalies were found.